Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke down at 13 mm from the distal end. There were contact marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad was partially worn. The shape of the fracture surface showed that the fracture developed from the contact mark as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the investigation, it is highly likely that the ptfe pad was partially worn since the user continued activating output without contacting tissue (including after the tissue already cut) or activated with grasping and twisting tissue, and consequently the probe contacted with the metal part of the jaw, and besides the probe was cracked and broken. There was a possibility that the probe damage error was displayed when the probe was cracked. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an uncertain procedure. It was reported that the jaw was broken and probe damage error was displayed. The procedure was completed with another thunderbeat device. There was no patient harm reported. The device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the jaw was not broken and the probe was broken on (B)(6) 2015.